Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had noise. The lead was capped on (B)(6) 2018 due to oversensing caused by the noise. Another lead was implanted. No further information was available.